Event description:
It was reported that this right ventricular lead exhibited a gradual decline in the pacing impedance measurements, with readings being out of range. X-rays were performed in order to evaluate the system; results have not been reported. Further evaluation of the system was discussed. This lead remains in service. No adverse patient effects were reported.